Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence did not confirm the complaint as reported. The device history record for lot 533733 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported: air was not flowing through the bag, the respiratory therapist (rt) put water into [the bag] to test it; water leaked out of the lower portion of the bag. This resulted in delay in treatment as they had to open up another bag; however, there was no reported injury.

Event description:
It was reported: air was not flowing through the bag, the respiratory therapist (rt) put water into [the bag] to test it; water leaked out of the lower portion of the bag. This resulted in delay in treatment as they had to open up another bag; however, there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence did not confirm the complaint as reported. The device history record for lot 533733 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.